Manufacturer narrative:
An intuitive surgical, inc. (Isi) received the set up joint (suj) involved with this complaint to perform failure analysis. The set up joint (suj) was analyzed. The customer reported complaint on error 23072 was confirmed via the field logs review, but failure analysis could not replicate the reported error.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a recoverable faults 23072 occurred on universal surgical manipulator(usm)4. The intuitive technical support engineer (tse) checked the system logs and errors 23072 on set up joint (suj)4 axis z was verified. Tse advised the site to reboot the system but the site was not able to power cycle the system and preferred to disable usm4 and complete the procedure with 3 usms. The procedure was completing as planned with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the system was functionality checked upon powering on the system and the system initially powered on without errors.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the set up joint (suj) to resolve the issue. System tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. .